Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738, position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial foldign is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab leaked. This was the only info at the time of the report. On 11/18/97 it was reported that the alarm had been going off now and then but there was no evidence of a leak until blood was noted in the tubing. Event complications: none from the event - reported 10/16/97 & 11/18/97. Pt current status: expired 10/17-rpt'd 11/18.